Manufacturer narrative:
Additional narrative: patient weight is unknown. Unknown date in 2015. 510k: this report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date four years ago. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a plate and screws implanted in her heel four (4) years ago. The patient has been having increased pain in her right foot for the past two (2) years; the first two (2) years there was no problem. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).